Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Product code oog. This MDR reportable event was identified to meet reporting requirements of 21 cfr 803 during an internal review and, therefore, is being filed retrospectively. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after the submission of this report shall be filed on a supplemental MDR. Not returned to the manufacturer.

Event description:
It was reported the psi guides were used throughout the surgery and the tibial psi guide fit very well. The tibial guide was put into place and the subsequent tibial cutting head was pinned and the cut was made. When trialing the knee for flexion, the surgeon was unable to flex the knee more than 70 or 80 degrees. The femur was downsized from a 12 to a 10 and the surgeon still could not achieve enough flexion. The tibial cut was assessed and was found to be made with anterior slop. An extra medullary tibial jig was put into place to correct the slope. Once corrected, the maximum 20mm poly implant was not thick enough, and a nexgen tibia/augments/stem extension was needed. The patient was on the operating table for an extra 1.5 hours while necessary trays to complete the procedure were picked up and sterilized.